Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is "broken" was not confirmed or duplicated by baxter service personnel. No root cause was determined and no repairs made for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "broken." It is unknown when this condition occurred in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.